Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was attempted but could not be completed. Because the pump was not returned to mmdg, the complaint could not be investigated or confirmed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump auxiliary alarm was not functioning as expected. They stated that it failed to alarm. Mmdg did follow up with this initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).